Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reported malfunction was not confirmed. Additionally, it was found that suction cylinder clogged with material. Based on the results of the investigation, it is likely that the brush could not pass though due to the clogged suction cylinder, therefore, the foreign material was possibly not removed because the reprocessing was not conducted properly. However, the definitive root cause of the reported issue could not be determined. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope had foreign material stuck in the suction channel. The issue was found during an unspecified colonoscopy procedure. The intended procedure was completed with the same device. There were no reports of patient or user harm associated with this event.